Manufacturer narrative:
Batch review was performed on 12.august.2021: lot 1906557: 12 items manufactured and released on 11-oct-2019. Expiration date: 2024-09-28. No anomalies found related to the problem. To date, 6 items of the same lot have been sold without any similar reported event. Additional implant involved: reverse shoulder system 04.01.0110 humeral reverse metaphysis +0mm/0° (k170452) lot. 1908177 batch review was performed on 12.august.2021: lot 1908177: 149 items manufactured and released on 24-feb-2020. Expiration date: 2025-02-10. No anomalies found related to the problem. To date, 148 items of the same lot have been sold without any similar reported event. Additional implant involved: reverse shoulder system 04.01.0123 humeral reverse hc liner ø39/+3mm (k170452) lot. 1907767 batch review was performed on 12.august.2021: lot 1907767: 56 items manufactured and released on 31-oct-2019. Expiration date: 2024-10-14. No anomalies found related to the problem. To date, 49 items of the same lot have been sold without any similar reported event. Additional implant involved: reverse shoulder system 04.01.0154 glenoid baseplate ø27x15 (k170452) lot. 1908237 batch review was performed on 12.august.2021: lot 1908237: 80 items manufactured and released on 19-feb-2020. Expiration date: 2025-02-04. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event. Additional implant involved: reverse shoulder system 04.01.0161 glenoid polyaxial locking screw - l30 (k170452) lot. 1906607 batch review was performed on 12.august.2021: lot 1906607: 250 items manufactured and released on 11-oct-2019. Expiration date: 2024-09-23. No anomalies found related to the problem. To date, 243 items of the same lot have been sold without any similar reported event. Additional implant involved: reverse shoulder system 04.01.0173 glenosphere 39xø27 (k170452) lot. 1908174 batch review was performed on 12.august.2021: lot 1908174: 63 items manufactured and released on 15-jan-2020. Expiration date: 2025-01-07. No anomalies found related to the problem. To date, 61 items of the same lot have been sold without any similar reported event. Additional implant involved: reverse shoulder system 04.01.0164 glenoid polyaxial locking screw - l42 (k170452) lot. 184572 batch review was performed on 12.august.2021: lot 184572: 107 items manufactured and released on 25-apr-2019. Expiration date: 2024-04-10. No anomalies found related to the problem. To date, 42 items of the same lot have been sold without any similar reported event.

Event description:
1-year and 5 months after the primary surgery the surgeon revised all implants due to infection of bacteria (propionibacterium).